Event description:
The user facility reported that the weld of the housing broke after sterilization. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no delay.